Event description:
The customer's father reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading on the first event was 423 mg/dl and on the second it was 441 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's father stated that the insulin pump sometimes had a partial display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.